Event description:
It was reported that patient underwent a reimplant surgery of an artificial urinary sphincter (aus) due to an unknown reason. No information about previous device is available. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to erosion caused by catheter, associated with an unrelated event.